Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, approaching rectum, the device did not fire. The knife blade still cuts and donuts formed, but no staples deployed. The anvil was not tilted. The surgeon needs to perform ileostomy which leads to incision of more than 1 inch, unanticipated tissue loss and permanent damage. With the intervention done, surgical time was extended for more than 30 minutes and patient needs to extend the stay in hospital for 5 to 7 days to learn how to do stoma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.